Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the unsealed device packaging/ damage in packaging include, but not limited to mishandling during manufacturing or damage during shipping or user handling during preparation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during inventory check by the cath lab, it was noted that the seal of the packaging of the prostyle was broken in addition to a puncture mark on the sterile white wrap paper surrounding the device. The device was not used and there was no patient involvement. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.